Event description:
Information received indicates the bed has high ground resistance, due to a broken ground wire in the power cord plug.

Manufacturer narrative:
The technician found the power cord plug in poor condition and replaced the plug to repair the bed.